Event description:
The patient stated that she has experienced three kinked cannulas from her current box of infusion sets. She stated that her blood glucose was elevated as a result (400 mg/dl). She stated that the most recent incident occurred in 2007. She stated that the infusion site had been in use for 1 hour. She stated she bolused 5 units to lower her blood glucose back to her normal range (not provided). She stated she felt nauseous and extremely thirsty. The patien did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.